Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, while stapling the lobe of the lung, the surgeon was able to press the green button, but was unable to squeeze the handle, hence the device did not fire. Another device was used to resolve the issue and complete the procedure. There was no patient injury.